Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The leak occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from march 1, 2023 to march 2, 2023. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that fluid was contained inside the housing. Further inspection revealed the cause of fluid inside the housing was due to missing film-wrap. The film-wrap is located at the upper area of the bladder inside the housing. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, the bladder would not inflate during fill and the fluid would leak inside the housing. The reported condition was verified. The cause of the reported condition was an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.